Event description:
It was reported that: "manta sheath & dilator was not getting tight completely. The dilator was not getting locked with the manta sheath. This was discovered when the sample demo was being used in a case". "Peripheral intervention was performed. It was reported that there was dissection at puncture site. Post manta deployment there was a dissection which was discovered & the distal flow was reduced. The dissection created a false lumen, so the doctors took a long sheath did ballooning from retrograde side to restore the true lumen. Post the true lumen was established, they put a covered stent across the artery to hold the true lumen & seal the dissection area". "Time to hemostasis 60 secs. On check fluoroscopy there was no flow from starting eia. For which guidewire was advanced in the eia across the access site, and another retrograde access was taken from rt. Popliteal artery & fluro was performed, which showed a dissected vessel extending up to sfa. They advanced a balloon from popliteal artery to understand the true lumen. The hcp then deployed bms from contralateral side covering the dissected area to the distal true lumen site."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "manta sheath & dilator was not getting tight completely. The dilator was not getting locked with the manta sheath. This was discovered when the sample demo was being used in a case". "Peripheral intervention was performed. It was reported that there was dissection at puncture site. Post manta deployment there was a dissection which was discovered & the distal flow was reduced. The dissection created a false lumen, so the doctors took a long sheath did ballooning from retrograde side to restore the true lumen. Post the true lumen was established, they put a covered stent across the artery to hold the true lumen & seal the dissection area". "Time to hemostasis 60 secs. On check fluoroscopy there was no flow from starting eia. For which guidewire was advanced in the eia across the access site, and another retrograde access was taken from rt. Popliteal artery & fluro was performed, which showed a dissected vessel extending up to sfa. They advanced a balloon from popliteal artery to understand the true lumen. The hcp then deployed bms from contralateral side covering the dissected area to the distal true lumen site."

Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. A review of angiogram video revealed a medial positioned radiopaque lock and a dissection flap at the manta access site. A device lot history record review for lot number: mn2301564 manta 18f ce was performed and no relevant findings were identified. Case details were reviewed. Following deployment, a post-fluoroscopy indicated the manta anchor was positioned correctly, although an occlusion blocked flow from the external iliac artery (eia). A wire was contralaterally advanced through the eia and across the access site and a retrograde access was taken from the right popliteal artery. A second fluoroscopy indicated a dissection above the access site, extending up to the superficial femoral artery (sfa). Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. Balloon angioplasty was advanced to tamponade, and a bare metal stent was deployed from the contralateral side addressing the dissection and restoring flow. The patient did not experience any harm or health consequences due to this event and the outcome post-procedure was fine. There is believed to be no device failure, the device was successfully implanted. The root cause of the blocked flow to the external iliac artery is likely due to the formation of an occlusive dissection flap likely disrupting the blood flow.